Manufacturer narrative:
No information was captured in section a4 as the customer's weight was not provided. The contour® next gen meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The contour® next gen meter with sku # 7923 and serial # (B)(6) was distributed outside the us, therefore, no gudid information exists and the UDI number is not applicable.

Event description:
A health care professional (hcp) from canada contacted ascensia customer service on behalf of the customer to report that they provided a contour next gen meter to the customer, which was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. The picture of the meter's display provided by the customer showed a reading of 107 mg/dl, while the meter's back label showed the unit of measure as mmol/l. There was no allegation of an adverse event. The hcp was advised to return the device for evaluation. The hcp replaced the meter kit for the customer. Ascensia provided replacement meter kit to the hcp.

Manufacturer narrative:
The customer returned the suspected contour® next gen meter with serial # (B)(6). Section d9 has been updated with this information.

Manufacturer narrative:
The root cause for this issue was identified at the third-party packaging site (phc indonesia). Contour® next gen blood glucose meters were not re-configured with units of measurement for canada (which should be in mmol/l) and passed along the packaging line undetected. Therefore, the meters with incorrect units of measurement were used for the lot destined for the canadian market. An urgent medical device recall (umdr) notice was sent to the canadian customers on 10-jul-2025. The recall notification included a description of the reason for the recall, affected product, consignee responsibilities, and instructions for responding to the formal recall notification. Customers are instructed to contact ascensia diabetes care customer service to return the affected product and receive the replacement product. The umdr explained the potential risk for incorrect units of measurement associated with the contour® next gen meters. Phc indonesia has implemented improvements to resolve the issue of incorrect units of measurement. Since the issue was associated with the packaging of the device, the device manufacture date in section h4 has been captured as 31-oct-2024, when the suspected device was packaged at phc indonesia.